Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result in the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient sample. The result was not reported out of the laboratory. Subsequent testing by an alternate method produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The sample was collected in a green top tube and centrifuged for 10 minutes at 2800 rpm. Qc prior to the event was within the established ranges. A system check was performed on (B)(6) 2010 and met the specifications. A bci field service engineer (fse) was on site on (B)(6) 2010. The fse replaced some hardware components and cleaned the precision and wash valves. The fse verified the alignments, and all verification testing met the published specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined.